Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was confused by the instructions on how to clean the purewick urine collection system. The representative advised on proper cleaning. The patient had been using this product for less than 90 days.

Event description:
It was reported that the patient was confused by the instructions on how to clean the purewick urine collection system. The representative advised on proper cleaning. The patient had been using this product for less than 90 days.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. The potential root cause could be due to "incorrect/ missing translation; missing instructions; vendor/printer error". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "cleaning and maintenance" inspect the purewick¿ urine collection system and accessories for damage or wear prior to use and replace as necessary. Do not attempt to open or dismantle the purewick¿ urine collection system. This may affect performance, create a potential safety hazard, cause personal injury, and will void the warranty. Always turn off the device and disconnect from power source prior to cleaning. The privacy cover components are single use only and should not be cleaned or disinfected the collection canister, canister lid, collector tubing, pump tubing, and purewick¿ urine collection system base should be cleaned and disinfected at the time of each use, or at a minimum, daily. The power cord should be cleaned and disinfected at the time of each use, or at a minimum daily. Note: gloves should be worn when handling soiled or dirty accessories. Canister and canister lid initial rinse: rinse the canister and lid thoroughly with cool tap water. While rinsing, remove any excess dirt by wiping the canister and lid with disposable low lint wipes. Cleaning: prepare a soapy solution by mixing 1 teaspoon (approximately 5 ml) of dish soap with 1 gallon (approximately 4 l) of cool tap water. Fully submerge canister and lid in the solution. Allow it to sit for a minimum of ten (10) minutes. While submerged, use a soft brush (e.g. Toothbrush) to brush all accessible areas of the canister and lid for a minimum of one (1) minute to remove any visible signs of debris or dirt. Rinse: rinse the canister and the lid thoroughly with cool tap water until there is no visible sign of the cleaning solution. Visual inspection: inspect the canister and the lid to ensure that all debris and dirt have been removed. If there is any sign of debris or dirt, repeat steps above until there is no sign of debris or dirt remaining on the canister and lid. Disinfection: fully submerge the canister and lid in 70% isopropyl alcohol (ipa). Allow it to sit for a minimum of ten (10) minutes. Rinse: rinse the canister and the lid thoroughly with cool tap water. Drying: dry the canister and lid with a clean low lint towel or cloth. Collector tubing (with elbow connector) and pump tubing initial rinse: disconnect the collector tubing from the elbow connector and disconnect the elbow connector from the lid. Rinse the disconnected tubing thoroughly by running cool tap water through the inside of the tubing. While rinsing, remove any excess dirt by wiping the outside of the tubing and elbow connector with low lint disposable wipes. While rinsing, flush the tubing with cool tap water to remove any excess dirt. Cleaning: prepare a soapy solution by mixing 1 teaspoon (approximately 5 ml) of dish soap with 1 gallon (approximately 4 l) of cool tap water. Completely submerge the tubing and elbow connector in the solution and allow it to soak for a minimum of ten (10) minutes. At the beginning of the soak time, flush the inside of the tubing with the prepared solution. While submerged, use a soft brush (e.g. Toothbrush) to brush all accessible areas of the tubing and elbow connector for a minimum of one (1) minute to remove any visible signs of debris or dirt. Rinse: rinse the tubing and elbow connector thoroughly with cool tap water until there is no visible sign of the soap cleaning solution. While rinsing, flush the inside of the tubing with the tap water. Visual inspection: inspect the tubing to ensure that all debris and dirt have been removed. If there is any sign of debris or dirt, repeat the steps above until there is no sign of debris or dirt remaining on or inside the tubing. Disinfection: fully submerge the tubing and elbow connector in 70% isopropyl alcohol (ipa). Allow it to soak for a minimum of ten (10) minutes. Flush the ipa through the tubing, prior to starting the ten (10) minute time. Rinse: rinse the tubing and elbow connector thoroughly with cool tap water, ensuring that the inside of the tubing is flushed with water. Drying: dry the tubing and elbow connector outer surface with a clean low lint towel or cloth and allow the inside of the tubing to air dry for a minimum of thirty (30) minutes at room temperature. Purewick¿ urine collection system base with power cord: initial wipe: wipe the purewicktm urine collection system base and power cord thoroughly with a clean low lint cloth dampened with cool tap water. Remove any excess dirt by wiping the device with disposable low lint wipes. Cleaning: prepare a soapy solution by mixing 1 teaspoon (approximately 5 ml) of dish soap with 1 gallon (approximately 4 l) of cool tap water. Completely wet a clean low lint cloth with the solution and wipe down the purewicktm urine collection system base and power cord. Allow the cleaning solution to remain on the device and power cord for a minimum of ten (10) minutes, ensuring that the device and power cord remains wet for the ten (10) minutes. Using a soft brush (e.g. Toothbrush), brush all accessible areas of the purewicktm urine collection system base and power cord for a minimum of one (1) minute to remove any visible signs of debris or dirt. Rinse: using a new clean low lint cloth, wipe the purewicktm urine collection system base and power cord thoroughly with cool tap water to remove the soap cleaning solution. Perform this step until there is no visible sign of the soap cleaning solution. Visual inspection: inspect the purewicktm urine collection system base and power cord to ensure that all debris and dirt have been removed. If there is any sign of debris or dirt, repeat the steps above until there is no sign of debris or dirt remaining on the purewicktm urine collection system base and power cord. Disinfection: use 70% isopropyl alcohol (ipa) to completely wet a clean low lint cloth and wipe down the purewicktm urine collection system base and power cord. Allow the disinfecting solution to remain on the device and power cord for a minimum of ten (10) minutes, ensuring the unit is visibly wet with ipa for ten (10) minutes. Rinse: using a new clean low lint cloth, wipe the purewicktm urine collection system base and power cord thoroughly with cool tap water to remove the disinfecting solution. Drying: dry the purewicktm urine collection system base and power cord with a clean low lint towel or cloth." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.